Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported the pump¿s bolus history did not match the bolus totals in the total daily dose history. The reporter noted the patient¿s blood glucose was above 250 mg/dl and below 500 mg/dl without signs or symptoms of hyperglycemia. The alleged blood glucose excursion does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 07/09/2015-product analysis: the device was returned and evaluated by product analysis on 06/22/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal behavior. The last basal delivery occurred on 04/23/2015 at 16:46. The total daily dose history correlates appropriately to the user programmed basal rates and bolus history. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. All deliveries performed during investigation were appropriately and accurately recorded in the pump¿s history. Unrelated to the complaint, a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored.